Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The customer reported an embolization procedure was performed after angiography and the embosphere was suspended in accordance with standard procedure. While connecting the 3-way y valve for injection by small syringe, it was note that the luer joint was cracked. The suspect device was not returned for evaluation because the patient had hepatitis b. The customer provided two photographs that exhibit the cracked luer joint. It was not possible to provide the cause of the reported issue; therefore, the complaint was not confirmed. A DHR review was performed and yielded no exception documents that would cause or contribute to the reported failure. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. If additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported an embolization procedure was performed after angiography and the embosphere was suspended in accordance with standard procedure. While connecting the 3-way y valve for injection by small syringe, it was note that the luer joint was cracked.